Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported via regulatory agency, "patient came to or to have previously inserted breast implants removed. When the doctor opened the breast, she saw that the implant had ruptured some time ago inside of the patient." Device has been explanted. Side affected is unknown.